Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain and bp low. The cause of peritonitis was unknown. The patient was hospitalized due to bp low and was discharged after 4 days. The patient was treated with amikacin injection (250mg, once daily, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient recovered from the peritonitis. Pd therapy is ongoing. No additional information is available.